Event description:
It was reported that a continue-flo solution set had an object inside the tubing. A bag of medication was hung and an infusion was started on a patient. After an unknown amount of time, the unknown infusion pump started to alarm. Due to the upstream occlusion alarm on the pump, a "cardboard" appearing object was observed below the check valve on the set. There was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was visually inspected and it was observed that there was a brown, fibrous particle in the tubing, below the check valve. Further investigation determined that the fiber bundle had a morphology that was consistent with cardboard. The root cause was determined to be the presence of a bag containing the particles in the cleanroom. Operators were notified of the correct method and procedures were updated to clarify the steps during the process. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.